Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 110 to 120 mg/dl and sensor reading was lower than 70 mg/dl. The difference between both was 50 to 60 points. Customer stated he performed troubleshooting with his doctor and educator. He is not returning the sensor for analysis.